Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to establish communication between her ipg and charger. A replacement charger was sent to the pt. Follow up identified the issue was not resolved with the replacement. It was reported the pt has gained weight. Most recent follow up identified the pt had no stimulation, and was to meet with her physician and the sjm representative regarding the issue.